Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (keratoconus). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -7.50/6.0/138 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) in 2016. The surgeon reports the icl axis is at 5 degrees but refractive is +2.50-6.25@157 and indicated the patient has astigmatism. Possible lens rotation planned. Lens remains implanted.